Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on ilet for just over a month experienced a low blood glucose event after a meal, confirmed by fingerstick at 55 mg/dl, while using humalog and libre 3; the device alerted to the low and the event resolved with oral carbohydrates. Symptoms included no reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding potential algorithmic overcorrection after a meal and review of recent settings, insulin type, tubing fill, cartridge handling, exercise, calibration, and medication changes, with no contributory user actions identified. Investigation of this case revealed no device alarms beyond the low alert, no recent target, weight, or time changes, no disconnections, and no exogenous insulin, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.